Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the cartridge was filled with 300 units, insulin leaked of out the septum. At the time of the report, the user stated that it had not leaked since the event and declined to load a new cartridge. The user's blood glucose (bg) level was 300 mg/dl. The user addressed bg level with a bolus.